Event description:
It was reported that the gamma nail was opened upon peeling back packaging the set screw came out and hit the floor. Tech states that she thinks the set screw was not in correct position within its packaging, and that is why it flew out. A sterile packed set screw was opened and the case proceeded.

Event description:
It was reported that the gamma nail was opened upon peeling back packaging the set screw came out and hit the floor. Tech states that she thinks the set screw was not in correct position within its packaging, and that is why it flew out. A sterile packed set screw was opened and the case proceeded.

Manufacturer narrative:
The reported issue was not confirmed. The event description classified the package of the long nail kit to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The review of the DHR revealed that the set screw was inserted in the package like specified (lying in a foam box). Because the product and its package were not available for investigation the root cause could not be determined. Most likely the set screw stuck in the foam/tivek lid due to a transport issue or the package was opened improvidently. A more precise evaluation is not possible due to missing information. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place. Device not returned.

Manufacturer narrative:
Device or packaging will not be returned. If additional information becomes available it will be report on a supplemental report. (B)(4): device will not be returned.